Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/05/2020. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and suture was used. The suture was fraying while suturing, unknown layer of tissue, unknown loop. The doctor used additional suture to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
Additional information: h4, h6. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified.